Manufacturer narrative:
Upon investigation of the actual device used in this incident, the customer informed that the case can be closed without investigation. The technical support specialist closed the complaint file as per the customer. The system functioned as intended.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the patient was not crossing over to the station from epic. The customer reported that due to this malfunction customer was managed to obtain required medication from the alternative station. There were no adverse events or injuries reported based on this incident.